Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A portion of the retention dome tore away from the peg tube and was not returned for eval. The dome tore along the shaft of the tube, but portions of the tube material were found adhered to the tubing. The remainder of the dome material encircles approx 95 percent of the peg tube. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the device tore during removal. Residue and discoloration were found throughout the sample. No apparent manufacturing defects were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.

Event description:
During a routine removal and using the proper removal technique, the tube split in half and the bulb stayed in the pt. At time of call, the dome had not been removed but should be at a later date.